Event description:
Edwards received information that this bioprosthetic aortic valve, implanted thirteen (13) years, was explanted due to central regurgitation, calcification and insufficiency. It was replaced by another valve. There were no complications reported.

Manufacturer narrative:
X-ray. Device evaluation summary: as received, leaflet 1 had a tear approx 4mm in length and a partial tear approx 4mm in length, both at commissure 1. Leaflet 3 had a tear approx 2mm in length at commissure 3 and a partial tear at commissure 1, approx 9mm in length. Partial tears did not tear through the entire thickness of the leaflets. Leaflet 2 had a tear approx 10mm in length at commissure 2. Leaflet 3 had a hole near commissure 3 approx 4mmx3mm. Hematoma was observed on all three leaflets on both inflow and outflow aspects. Leaflet 1 had a cut area, approx 8mmx5mm. Cut section was not returned with the device. Moderate to heavy calcification was observed in the remaining cusp area of leaflet 1 and in the cusp area of leaflet 2, heavy calcification was observed in the cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal to moderate at the stent inflow. Incidental findings: the x-ray demonstrated distortion of wireform. Wireform near leaflet 2 was exposed on the outflow aspect. These damages are most likely due to implant or explant. Additional manufacture narrative - the reported calcification was confirmed by device evaluation in addition to leaflet tears. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.